Manufacturer narrative:
(B)(4). Method: the complaint opt546 cannula was not received for evaluation. Our investigation is based on the description of events and a photograph provided by the customer. Results: visual inspection of the provided photograph revealed that the tubing was torn and pulled apart near the distal connector. A lot check was not performed as a lot number was not provided. Conclusion: the hospital had informed us they believe the cannula had been pulled apart by the patient. It would be possible to damage the tubing in this way if a large amount of force was used. The opt546 interface is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Our user instructions that accompany the opt546 illustrate the procedure for fitting the optiflow nasal cannula to a patient and state the following: do not crush or stretch tube. The opt546 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.

Event description:
A hospital in (B)(6) reported that a patient had an oxygen desaturation of 60% and it was noticed that the opt546 optiflow nasal cannula had become 'unraveled'. They further reported that the patient was put on a non-rebreather mask so that their o2 saturation level returned to the normal level. They confirmed that there was no patient harm as a result of this incident.